Event description:
It was reported that the catheter tip detached. An opticross 18 was selected for ultrasound examination of the target lesion. During removal of the catheter, the tip tore off. The physician needed to perform surgery in order to remove the tip. The detached portion of the catheter was able to be successfully removed, and the patient was able to fully recover.

Event description:
It was reported that the catheter tip detached. An opticross 18 was selected for ultrasound examination of the target lesion. During removal of the catheter, the tip tore off. The physician needed to perform surgery in order to remove the tip. The detached portion of the catheter was able to be successfully removed, and the patient was able to fully recover.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. An inspection of the media attached to the complaint shows the portion of the tip that was detached from the catheter. A visual inspection of the actual device showed that the sheath and imaging window were kinked and bent. The tip was observed as detached. A microscopic inspection revealed that the tip was torn apart from the catheter. This investigation has been assigned an investigation conclusion code of adverse event related to procedure. Regarding the observed kinked sheath and bent imaging window, this can occur during the procedure due to advancement maneuvers. In this process, the friction between the following elements: the catheter, the hemostasis valve, the guide catheter, and the lesion, creates a force that opposes the movement of the catheter. If the pushing force from the user and the opposing force caused by the friction, are not parallel, the sheath and imaging window could bend or collapse into a kink. It is most probable that the forces leading to the kinks and bent were caused during the procedure.